Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient experienced a burning sensation during voiding and urinary frequency with small volumes. Urinary culture was taken by the general practitioner, and it was positive. The patient was prescribed nitrofurantoin 100g and it was started on (B)(6) 2025 and stopped on (B)(6) 2025. It was resolved on (B)(6) 2025. The event was resolved with the treatment of antibiotics.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, neurostimulator: (01)10810005340455.

Event description:
It was reported the patient experienced a burning sensation during voiding and urinary frequency with small volumes. Urinary culture was taken by the general practitioner, and it was positive. The patient was prescribed nitrofurantoin 100g and it was started on (B)(6) 2025 and stopped on (B)(6) 2025. It was resolved on (B)(6) 2025. The event was resolved with the treatment of antibiotics.

Event description:
It was reported the patient experienced a burning sensation during voiding and urinary frequency with small volumes. Urinary culture was taken by the general practitioner, and it was positive. The patient was prescribed nitrofurantoin 100g and it was started on (B)(6) 2025 and stopped on (B)(6) 2025. It was resolved on (B)(6) 2025. The event was resolved with the treatment of antibiotics.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product, neurostimulator: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigations: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to urinary tract infection, burning sensation, and urinary frequency which are addressed in the product labeling and risk documentation. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.